Event description:
The clinician reported that almost 5 months after the dental implant was placed in ada site 29 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the patient's osteomyelitis. The implant was manually torqued to 60 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.